Event description:
Quest received a report from a perfusionist regarding an mps cardioplegia delivery set with arrest with additive cassette, product code 5001102. The customer reported that while priming for a case, the console alerted that the disposable would not pass the 60% leak test. The disposable and console were not used for the case; the perfusionist used another disposable and console. The case was completed with no further incidents.

Manufacturer narrative:
(B)(4).